Event description:
Reporter indicated that a pt underwent generator revision surgery due to end of service. Review of the in-house programming history database revealed that diagnostic testing had resulted in high lead impedance in 2006. The implant card received from the revision surgery indicated that the lead impedance was ok, following the implantation of a new generator. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contributed to a death or serious injury.